Event description:
Per the clinic, the patient experienced swelling, intermittent pus drainage and infection at the implant site (specific date not reported). The patient was subsequently treated with antibiotics (specific type, date and duration not reported); however, the symptoms did not resolve. The device was then explanted on (B)(6) 2025. Re-implantation is planned but has not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.